Event description:
It was further reported that the atlantis sr pro intravascular ultrasound (ivus) catheter was being used in the "very tight" left anterior descending (lad) artery. The ivus catheter crossed the lesion and then the lad shut down from the loss of blood flow due to the tight nature of the vessel. The ivus catheter was removed from the patient; however, the lad did not recover. An attempt to restore blood flow with a balloon catheter was unsuccessful. The patient was taken for immediate bypass surgery which was successful. The patient is fine and recovering.

Event description:
It was reported that during use of an atlantis sr pro intravascular ultrasound (ivus) catheter the patient "crashed".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).